Event description:
The customer reported the device fails to charge the backup battery. Pt involvement unk.

Event description:
The customer reported the device fails to charge the backup battery. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
Contact office information: (B)(4).